Event description:
It was reported that the patient experienced scrotal infection with the ams 700 inflatable penile prosthesis (ipp). The entire ipp was removed, implant area washed, and a malleable was placed. The patient status post procedure was without complications.